Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right-ventricular lead, programmed with detection enhancements to on, did not deliver therapy in a ventricular rate>atrial rate is true condition. The bsc rep and clinician were concerned that the device was undersensing. Technical services (ts) discussed the onset and detection enhancement combinations. Ts recommended a save-to-disk and memory-dump be completed and sent in for analysis. The bsc representative stated that he would fax in the strips and call ts back. Following this initial event, the patient experienced several atp rounds followed by shocks. A short while after that, the device exhausted therapy. Ts recommended that the bsc rep walk through device function once therapy is exhausted. A portion of the lead was returned following the patient's death. No allegation was made against the boston scientific product in relation to the patient's death. The returned portion of the lead was put through standard analysis testing.

Manufacturer narrative:
Attempts to obtain additional information from the bsc rep were unsuccessful. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. To date, there have been no reported adverse patient effects associated with this clinical observation. Upon receipt at our post market quality assurance laboratory, it was noted that the following three segments of the lead were returned: df-1 distal leg which was severed at seven cm from the terminal pin, df-1 proximal leg which was severed at seven cm from the terminal pin and the is-1 leg was returned severed at eight cm from the terminal pin. A setscrew mark was noted on all terminal connectors. The lead segments were subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.